Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The home patient (hp) was hospitalized for four days for the event. The hp was treated with unknown antibiotics. The patient was recovered from peritonitis. The patient was retrained on proper aseptic techniques. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.